Event description:
Information was received that a smiths medical level 1 hotline blood and fluid warmer began smoking prior to a procedure. The device was then removed from the operating room and was sent to the biomed. The reporter noted there was no harm to the patient.